Event description:
The patient reported that at times the bolus is not delivered by the infusion device. She also stated that when she programs a 0.5 unit bolus the infusion device either delivers 1.0 or 1.5 units instead. She stated she injects insulin via pen to correct her blood glucose readings. She stated the issue with the infusion device did not cause any physiological effects. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.